Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203 cm ruler (m-83361) document used: n/a as found condition (condition of returned device): 3 concerto coils were returned for analysis within a shipping box; within sealed biohazard pouch; within their opened concerto implant coil inner pouches and 2 within individual dispenser tracks. The unknown micro catheter used in the event was not returned. The implant coils were returned within introducer sheaths. Visual inspection/damage location details: due to the condition in which the concerto coils were returned, it was unable to be determined which coil belongs to which plii. (Coil 1) no bends or kinks were found with the concerto coil pushwire. The implant coil was found to be broken and not returned. The concerto was pushed out of introducer sheath for further analysis. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 2) the concerto coil pushwire was found to be broken at break indicator. The implant coil was found to be detached and not returned. The concerto was pushed out of introducer sheath for further analysis. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 3) no bends or kinks were found with the concerto coil pushwire. The implant coil was found to be stretched and damaged within introducer sheath. The concerto coil was unable to be pushed out of introducer sheath for further analysis as it was found to be stuck. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the concerto helix coil 3 mm x 8 cm, the coil could not be advanced. The device and any accessory devices were prepared as indicated in the instructions for use. No patient symptoms or complications were reported, and the patient outcome was noted as alive with no injury.